Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 292 mg/dl. Customer reported that their insulin pump had an error in the hardware low level failures. Customer was able to clear the alarm. Customer received request to rewind the insulin pump. Customer was able to complete insulin pump rewind. Customer reported that the self test did not passed. Customer did not provide any symptoms regarding to high blood glucose episode. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low level failures alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace on keypad assembly. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.